Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead and right ventricular (rv) lead were explanted for an unknown reason. Analysis was carried out and tested out of specification. No patient complications have been reported as a result of this event.